Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed numerous bends and kinks to the hypotube of the device. The collar weld plate was separated with no distal portion of the device returned for further analysis. Microscopic inspection revealed no further damage or irregularity.

Event description:
Reportable based on device analysis completed on 20feb2024. It was reported that the device was kinked. The 90% stenosed target lesion was located in the distal left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During unpacking, it was noted that the catheter was kinked. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure. However, device analysis revealed that the collar weld plate separated with no distal portion of the device returned.